Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical notification received for revision of right knee to address infection. Date of implantation: (B)(6) 2019. Date of revision: (B)(6) 2019. (Right knee). Treatment: revision of tibial insert.

Manufacturer narrative:
UDI: (B)(4). (B)(4) used to capture (wound secretion).

Event description:
Updated 27 jan 2020 additional information received: added erythema, wound dehiscence, wound secretion and edema.

Manufacturer narrative:
Product complaint # (B)(4).  This is a duplicate report of 1818910-2020-01701. This report is being retracted as it is a report duplication. 1818910-2020-01701 will be kept for investigation purposes.